Manufacturer narrative:
Reporter phone: (B)(6).

Event description:
Philips received a complaint on the heartstart xl device indicating that the battery did not pass the test.

Manufacturer narrative:
The available details indicate that the battery did not pass the test. The device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time.